Manufacturer narrative:
The associated devices were returned and evaluated. Visual inspection of the returned devices showed that the ceramic femoral head fractured into multiple fragments. Visual analysis of the taper bore surfaces of the head fragments showed metal transfer. Damage was also noted on the articulating surface of the returned liner. Our investigation did not determine the specific cause of the fractured device. Without additional information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to fractured implant.

Manufacturer narrative:
.